Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, no communication could be established between the device and the programmer due to low battery voltage. Based on default settings, a longevity calculation was performed and found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was sent to the vendor for further evaluation and no anomalies were found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. Device was explanted and replaced.